Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the occluded was resolved by changing the reservoir. Customer blood glucose reading at the incident was 125 mg/dl. The reservoir will be returning for analysis.